Manufacturer narrative:
The pump unit passed displacement test, rewind, and basic occlusion test. Unit was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the prime. Customer does not recall any significant events leading to the error. Troubleshooting was done for motor error. Customer's blood glucose was 166 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.